Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The unspecified lesion location was reported as very a calcified vessel. During withdrawal, a 2.5x40mm coyote es angioplasty balloon catheter "stuck and could not be moved any longer." When the physician pulled harder, the shaft broke at the connection between the shaft and the monorail port. The patient underwent surgery following the procedure to remove the balloon portion of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The unspecified lesion location was reported as very a calcified vessel. During withdrawal a 2.5x40mm coyote es angioplasty balloon catheter "stuck and could not be moved any longer". When the physician pulled harder the shaft broke at the connection between the shaft and the monorail port. The patient underwent surgery following the procedure to remove the balloon portion of the device.

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received with no original packaging. Only 36.5 cm of the distal portion of the device was received with numerous shaft kinks. The tip was damaged. The midshaft was stretched. There was a complete separation of the midshaft 11 cm proximally from the guidewire exit notch. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload. The portion of the device proximal to the midshaft separation was not returned for analysis. The midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).